Event description:
The customer reported that during a cell harvest collection procedure, they noticed that the saline line had been left open. They missed two harvests because no red cells were collected due to the open access saline line. Patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to a product problem in the form of operator error that has the potential for volume issues.

Manufacturer narrative:
Investigation: at the time of the initial customer call, the terumo bct clinical specialist asked the customer to increase the inlet volume processed. The customer called back after the target volume was increased and reported that the next harvest was collected successfully. The machine was checked out for service. The service technician was unable to duplicate the reported condition. No problems were found with the machine during checkout. Root cause: the system was not able to set up the interface due to the open access saline line. The head pressure in the saline bag caused the saline to flow through the inlet line when the clamp was accidentally left open. This impeded the flow of the patient's blood into the channel. Correction: the problem was corrected by closing the access saline line and increasing thetotal inlet volume processed.